Event description:
It was reported that a xia 3 titanium blocker fractured during final tightening. There were no adverse consequences to the patient. The procedure was completed successfully, without surgical delay, by replacing the blocker.

Manufacturer narrative:
D.9 and h.3 were updated to reflect product return.

Manufacturer narrative:
Upon visual inspection, the blocker was returned fractured in 2 pieces. There is significant damage to the blocker hex, it is unknown if this occurred during removal or before the fracture occurred. Material analysis was performed on a similar event with the same brand device. Three blockers were found to have heavy damage in the inner hex and the underside which mated to another implant. The elemental constituents of each submitted part were consistent with the print. No material or manufacturing defects were found. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. Per xia 3 surgical technique: the torque wrench indicates the optimal torque force that must be applied to the implant for final tightening. Line up the two arrows to achieve the final tightening torque of 12nm. Note: do not exceed 12nm during final tightening. The anti-torque key must be used for final tightening. The anti-torque key performs two key functions: allows the torque wrench to align with the tightening axis. Helps to maximize the torque needed to lock the implant assembly. Due to the damage found on the blocker and the lack of information on the case, a definite cause cannot be determined. Possible causes include overtorqueing, deformed torque wrench tip, cantilever force applied during final tightening, rod not fully reduced, and/or the torque wrench tip not fully engaged into the blocker during final tightening.

Event description:
It was reported that a xia 3 titanium blocker fractured during final tightening. There were no adverse consequences to the patient. The procedure was completed successfully, without surgical delay, by replacing the blocker.

Manufacturer narrative:
Status and location of the device is unknown.

Event description:
It was reported that a xia 3 titanium blocker fractured during final tightening. There were no adverse consequences to the patient. The procedure was completed successfully, without surgical delay, by replacing the blocker.